Event description:
Pt sustained two areas of second degree burns on right buttock aftr riding a short distance in a wheelchair. Metal side of wheelchair pushed out to point of rubbing rubber wheel causing heat and friction.